Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 21aug2019. Technical support provided product numbers over the phone to the customer. Technical support recommended swapping power management (pm) printed circuit board (pcb) to determine if fault is pm or overlay; replace pcb or overlay as indicated by test. The product support engineer (pse) provided part number and pricing for the pm pcb and power switch overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an light emitting diode (led) error. There was no patient involvement.